Manufacturer narrative:
Company rep evaluated the system and found the customer had unplugged the system repeaters. Error logs were cleared and the system was rebooted. Communication was re-established.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.